Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Event description:
The customer is concerned with high results. The customer ran a back to back blood test, 204mg/dl and 198mg/dl. I recall the last 5 meter memory results, customer date and time on the meter is incorrect. Customer is feeling well at this time and does not need any medical attention. Customer test strips expire 06/26/2017 and were open 2 1/2 weeks ago. Control solution is in date (B)(6) 2015 and was open (B)(6) 2015. Customer stores the strips and control solution in the kitchen. Customer's expected results fasting is 80-120 fasting. She stated all her results are fasting and denies she has any symptoms of high blood sugar. No adverse event reported.